Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the xenmatrix ab (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note, the manufacturing date (15-jan-2018) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic converted to open repair with implant of ventralex mesh (device 1). Per op notes, ¿the old mesh was noted retracted and curled over was excised. The hernia sac was noted and excised. A ventralex mesh (device 1) was placed and sutured.¿ on (B)(6) 2014 - patient was diagnosed with incarcerated recurrent ventral hernia and obstruction thereby underwent open repair. Per op notes, ¿the defect from the previous mesh was noted and the contents of hernia defect was reduced and excised. The old mesh (device 1) was well incorporated and difficult to explant. The hernia defect was repaired primarily with sutures.¿ on (B)(6) 2019 - patient was diagnosed with abdominal pain and infected mesh thereby underwent open repair with excision of ventralex mesh (device 1). Per op notes, ¿midline incision was made. Significant adhesions between small bowel and the old mesh were lysed. The recurrent hernia defect was noted just lateral to the old mesh. Some serous fluid collection above the mesh were drained. The mesh (device 1) was excised entirely. Component separation was performed. The hernia defect was repaired primarily with sutures.¿ on (B)(6) 2019 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of xenmatrix ab (device 2). Per op notes, ¿incision was made on previous laparotomy site. The hernia sac was identified and reduced. A xenmatrix ab (device 2) was placed and sutured circumferentially.¿ on (B)(6) 2020 - patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with excision of xenmatrix ab (device 2) and implant of xenmatrix ab (device 3). Per op notes, ¿prior scar was opened. Old xenmatrix mesh (device 2) was in noted and excised entirely. The hernia sac was noted and dissected free. A xenmatrix ab (device 3) was placed and secured using sutures.¿